Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03627. The patient has 2 scs leads. It is unknown which lead is related to this event; therefore, both are being reported. It was reported the patient (united kingdom) experienced loss of right leg stimulation. Diagnostics showed invalid impedance values for the scs lead related to this event. As a result, the lead was explanted and replaced which resolved the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.